Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and several inappropriate electric shocks due to atrial fibrillation (af) with the rapid ventricular response (rvr). It was noted that the therapy was exhausted and the patient was not feeling well. Currently, this ICD remains in service and no additional adverse patient effects were reported.